Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels, a no delivery alarm, and a blank display. The customer's blood glucose reading was 423 mg/dl. The customer performed some troubleshooting and the device did not alarm no delivery. The customer was advised that his insulin pump was working as designed and to monitor the issue and call back if problems persisted. Nothing was replaced or returned for analysis.